Event description:
Patient to receive 80 meg kcl in 200ml d5w at 66 ml/hr via piggyback into 0.9% normal saline. Nurse reports that infusion ran in over 15-20 minutes. Patient was successfully treated for hyperkalemia (k+=8.4meq/dl) with one ampule af d50w and 10 units regular insulin IV. No apparent harm reported.